Manufacturer narrative:
Co's investigation revealed that if too much freon was used to clean this groove and it was not allowed to properly evaporate it could weaken the bond. Since this housing is mfg using a clean molding process co has found that the use of freon to clean the groove was not necessary. As a result, co has eliminated the freon cleaning operation. In addition, co has implemented a second application of adhesive to this connection in order to further strengthen the bond between the housing and the connector. Since the implementation of these corrective actions co has not rec'd any similar reports for units produced after these actions were implemented.

Event description:
Customer reported that the blood outlet connector came out from its slot during bypass. No pt injury was reported as the result of this event.